Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r waves. Additional information was obtained which indicated that the suspected cause for low amplitude was micro dislodgement. Moreover, the lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.